Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of flolan, at a rate of 3.7ml/hr, and delivery was started. No further programming parameters were provided. The customer contact reported the homecare pt changed the pump disposable batteries on (B)(6) 2011. On (B)(6) 2011, at an unspecified time, the pt notified the homecare nurse of an unspecified change in condition. At that time, the pt noted while changing the medication container and tubing set that the disposable batteries had fallen out of the pump and the pump had powered off. It was reported the pump did not sound an audible tone. The pump was removed from clinical service. Therapy was resumed using a replacement pump. After an unspecified length of time, the customer contact reported the pt's condition improved; however, it was reported the pt was admitted to the hospital for observation. After an unspecified length of time, the pt was discharged. Though requested, no additional info was provided.